Manufacturer narrative:
(B)(4). This is event 1 of 2 of the reported peritonitis. The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
Baxter's (B)(6) contacted the home patient(hp) to follow up on an unrelated alarm complaint. The hp reported that he had 2 episodes of peritonitis 6 months apart from one another in 2009. He could not recall the culture results for these peritonitis incidents. Baxter contacted the pd rn on (B)(6) 2011 and she reported that she had no information available regarding these peritonitis incidents as the information for the year 2009 has been archived. No further information was available. This is report 1 of 2.